Event description:
(B)(6) that a pt with previous medical history of peripheral vascular disease (pvd) was admitted with increasing right leg pain. The pt underwent peripheral angioplasty to the right lower extremity via the left common femoral artery. After performing balloon inflation in the right femoral artery, the physician attempted to remove the balloon through a 6 french pinnacle destination sheath. Resistance was felt by the physician. Upon fluoroscopy, part of the balloon catheter was in the sheath, part out, but appeared broke. The balloon catheter, wire, and sheath were pulled out as a unit so no foreign material would be left in pt. Manual pressure held for 20 minutes and then a pressure dressing was applied. The pt was monitored overnight on the medical unit. No injury noted to pt as good pulses were present in both legs with good color and no bleeding encountered.

Manufacturer narrative:
The lot number has been provided and a review of the device history records is currently being performed. The complaint sample has been returned and the eval is currently underway. (B)(4). The correct product catalog number for the device is dr135620, which was determined through a preliminary review of the device history records using the reported device lot number.